Event description:
It was reported that there was an infection along the whole system. It was noted that the infection was discovered on that ¿last tuesday.¿ it was noted that the site was opened up and was oozing at the implantable neurostimulator (ins) location. It was noted that the all of the components were being removed on the day of report as the infection followed the whole system. It was noted that the patient forgot their patient programmer so they could not turn the ins off. Additional information received reported that the device was explanted due to infection on 2014 (B)(6). Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), explanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the ins system was removed on (B)(6) 2014 due to wound infection. The patient outcome was reported as no injury.

Manufacturer narrative:
Event date has been updated.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a290, serial# (B)(6), implanted: 2014 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent placement of new electrodes. Five days after implant the stimulator pouch started to drain purulent fluid. The patient also developed tenderness over the electrode cables. A short course of antibiotics did not alter the course and the patient had the device removed. The event was considered resolved without sequelae see manufacturer report # 3004209178-2014-03050 for report on lead replacement.